Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4) (importer). (B)(4).

Event description:
Procedure: urogynecological. According to the reporter: the patient alleged injury.

Manufacturer narrative:
Tracking number: (B)(4).

Event description:
Patient alleged complications including pain, erosion, urinary problems, bowel problems, recurrence, bleeding, dyspareunia, neuromuscular problems, vaginal scarring, and organ perforation.